Event description:
It was reported that the rechargeable battery had melted. The equipment has been returned to the manufacturer for evaluation and new equipment has been sent to the patient. There is no allegation of patient injury associated with this issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on december 17, 2013.